Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per (B)(4), their rep contacted technical services to report an out-of-range high voltage lead impedance measurement. The asymptomatic patient presented remotely with the alert. According to the rep, the patient was previously programmed to an rv-can shocking configuration, about two months ago after svc-can measurements were detected out-of-range, high. Tse discussed that defibrillation therapy may be affected as the rv-can vector was consistently measuring >125 ohms. There was also t wave oversensing noted on the ventricular channel. The device was post-paced t-wave oversensing on the ventricular lead when pacing at 85 bpm with a 250 ms pace refractory. The patient did not receive therapy during the oversensing. The oversensing was noted in stored egms. The t wave was measured to be approximately 1.09 mv and occurred about 320 ms after the paced event. Tse noted that the low frequency attenuation (lfa) filter was programmed 'on'. Technical services discussed considering increasing the ventricular post-paced threshold start from 1.0 mv to 1.3 mv and leaving the ventricular post-paced decay delay unchanged at 95 ms.